Event description:
Account reported that patient underwent ilasik in both eyes on (B)(6) 2014. Referred back to the center (B)(6) 2014 by comanaging doctor because of striae in right eye at 1 day post treatment. Patient was brought to the laser suite and flap was lifted and stretched in right eye. Post op from comanaging doctor; (B)(6) 2014. Visual acuity sans corrected (vasc) 20/40 + right, 20/30 left. Rxm right plano -0.75 x 005 20/20. Rxn left plano -0.75 x 018 20/20.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.